Manufacturer narrative:
This event was reported to livanova was two separate events and livanova is reporting these events as one event. (B)(4): on (B)(6) 2016, the patient experienced sinus brachycardia that was related to the procedure and device. (B)(4): on (B)(6) 2016, the patient experienced av block iii that was related to the procedure and device.

Event description:
On (B)(6) 2016, the manufacturer was notified of the following from the persist registry: a perceval valve was implanted on (B)(6) 2016 via full sternotomy. On (B)(6) 2016, the patient experienced sinus bradycardia that was related to the device and the procedure. On (B)(6) 2016, the patient experienced av block iii that was related to the procedure and device and received a pacemaker implantation on the same day. This issue was revolved on (B)(6) 2016.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include pre-existing conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2010).